Manufacturer narrative:
The oad and guide wire were returned to csi for evaluation. The oad was found to have damage consistent with guide wire advancement difficulty, however when tested it functioned as intended. The returned guide wire revealed the spring tip coils to be fractured and missing. The guide wire also contained a kink in the shaft. Scanning electron microscopy was performed and showed evidence of damage to the proximal solder bond. At the conclusion of the failure analysis investigation, the reported event was confirmed. However, the root cause of the oad advancement difficulty and guide wire detachment could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device would not advance on the guide wire. The target lesion was located in the distal superficial femoral artery. When the oad was inserted into the patient, it would not advance on the guide wire. The device was removed and the procedure was completed with balloon angioplasty. Upon csi analysis of the reported guide wire, the tip of the wire was found to be detached. It is unknown when the detachment occurred and the wire fragment was unable to be located. There have been no additional patient complications reported following the procedure.